Event description:
Full-thickness graft was taken instead of a split-thickness graft. Skin was replaced and stapled. Another device was used directly next to this site and a split-thickness graft was taken. Tom reabey (at davol) was notified of this event and he is aware of the lot number.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device failure directly caused event, device was out of calibration. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.